Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began in february 2019. He reported that he manages his diabetes with insulin (no-adjustments) and in response to the alleged issue, he increased his food/drink intake. The patient alleges that around 2 months after the issue started, he developed symptoms of "headache and blurred vision". In response to the alleged symptoms the patient reported that he attended the emergency department, and was treated with an increased dose of insulin (50 units in the morning, 25 at night), and given dietary advise. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was no evidence from the information provided that the batteries needed replaced. Replacement product(s) were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.